Event description:
Reference number 1972249 event occurred in the unites states it was reported that the patient experienced cannula issues with five infusion sets. The cannulas were kinked. The event occurred between 01-jun-2024 and 10-aug-2024. Patient noticed symptoms within 3 or more hours after insertion. Infusion sets were used for 24-48 hours. The site of insertion was the abdomen. Patient regularly rotated site location. Furthermore, patient confirmed the introducer needle was ahead of the cannula prior to insertion. Patient replaced infusion sets and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4).- MDR 8021545-2024-03675- device 2 of 5 since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.